Event description:
The patient's vns device was explanted on (B)(6) 2013 due to an infection. Review of the generator and lead device history records confirmed sterilization was performed prior to distribution. Lead was labeled post-sterilization. Follow up with the physician found that the infection was first observed on (B)(6) 2013 at the generator site. Both the generator and lead were removed. The infection is believed to be related to the generator replacement which occurred on (B)(6) 2013. No patient manipulation or trauma is believed to have caused or contributed to the event. Cultures confirmed the infection was gordonia bronchialis. The infection site has been improving since the device explant.

Event description:
The generator was received for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.